Event description:
It was reported that during a cholecystectomy procedure, the clips were falling out of the applier prior to being fired. They were dropping into the abdominal cavity. None of the clips were left behind or caused any injury to the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 09/13/2010. Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with an unformed clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.